Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. The customer was informed by technical support that a replacement pump would be sent, and they acknowledged instructions including putting the existing pump into storage mode and returning it within 10 days. Training for the updated software on the replacement pump would be available, and the customer understood the necessary steps to take upon receiving the replacement.